Event description:
It was reported that the 8800 system c-arm will not boot up. It was noted that the system is stopping at 16 arrows and reboot has no impact on the system. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power motor pcb, the precharge pcb and cable, the ps2 power supply, generator backplane x-ray on indicator lamp. The system was tested and found to be working as intended and placed back into service.